Manufacturer narrative:
Disposable device unable to be evaluated as it was discarded and not returned. Initial reporter unresponsive regarding current patient condition.

Event description:
Patient underwent procedure for tonsillectomy; electrode became detached from the sheath, while the wire remained lodged in the patient's mouth, resulting in bleeding.